Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified mid circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, it was noted that the balloon would not inflate and when it was disconnected, the blood flow rushed back and it was found that the middle shaft broke into 2 pieces. The entire device was removed and the procedure was completed with a 2.50 x 20mm synergy xd and a 4.00 x 16mm synergy des. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage with struts in mid to proximal region lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break located at 61cm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Functional testing: the device was soaked overnight in a water-bath at 37 degrees. A recommended guidewire was loaded via the distal tip without issue. The returned broken distal section of the device was attached to an encore inflation device using an inflation aid. Positive pressure was applied to rated burst pressure and the balloon inflated, held pressure and deflated in 10 seconds. The stent was deployed without issue. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified mid circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, it was noted that the balloon would not inflate and when it was disconnected, the blood flow rushed back and it was found that the middle shaft broke into 2 pieces. The entire device was removed and the procedure was completed with a 2.50 x 20mm synergy xd and a 4.00 x 16mm synergy des. There were no patient complications nor injuries reported.